Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
During the administration of intravenous fluids via an indwelling needle, leakage was observed at the connection point of the indwelling needle.

Manufacturer narrative:
Investigation results: a complaint history review cannot be performed as no batch/lot number was provided. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. A retain sample analysis could not be performed as no batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information.